Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged complex regional pain syndrome could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of trauma and orthopaedics, royal cornwall hospital, truro, UK ¿. The title of this report is ¿arthroscopic subtalar arthrodesis through the sinus tarsi portal approach: a series of 77 cases ¿, published on april 23, 2017, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.fas.2017.04.006. This report includes an analysis of the clinical data that was collected on 74 patients, and the cases in this study range from april 2004 to february 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced complex regional pain syndrome, requiring chronic pain treatment. The report states, ¿one patient (1.3%) developed complex regional pain syndrome affecting the operated foot, not confined to a particular peripheral nerve distribution. Symptoms improved to a manageable level with treatment by our chronic pain clinic colleagues, but have not fully resolved to date ¿.

Manufacturer narrative:
Correction: please disregard the report MFR# 0008031020-2022-00133 as this event is a duplicate report of MFR# 0008031020-2020-01926.

Event description:
The manufacturer became aware of a literature published by the ¿department of trauma and orthopaedics, royal cornwall hospital, truro, UK ¿. The title of this report is ¿arthroscopic subtalar arthrodesis through the sinus tarsi portal approach: a series of 77 cases ¿, published on april 23, 2017, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.fas.2017.04.006. This report includes an analysis of the clinical data that was collected on 74 patients, and the cases in this study range from april 2004 to february 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced complex regional pain syndrome, requiring chronic pain treatment. The report states, ¿one patient (1.3%) developed complex regional pain syndrome affecting the operated foot, not confined to a particular peripheral nerve distribution. Symptoms improved to a manageable level with treatment by our chronic pain clinic colleagues, but have not fully resolved to date ¿.